Manufacturer narrative:
Additional information received indicated the patient's syncope was related to their blood pressure and not a device malfunction. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a stress test this pacemaker was programmed from ddd pacing mode to aai. During the stress test the patient experienced a syncopal episode. No additional adverse patient effects were reported.